Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a hysteromyoma procedure, the blade broke off outside the pt. The nurse commented that the blade had contact with forceps during use. Another device was used to complete the case. There were no adverse consequences to the pt.